Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the camera head communication error e221 was displayed on the monitor. Error code e221 means that camera head communication is failed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus china sales & marketing (ocsm). Omsc checked the device history record of the device, there was no irregularity found. Based on the information provided by ocsm, omsc unable to identify the root cause based on the information obtained from the investigation. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.